Manufacturer narrative:
The pod was received with the formed needle visible in the exposed portion of the soft cannula. The formed needle did not retract after opening the pod. Inspection of the internal components found the formed needle to be unseated from the slide retract. Inspection of the formed needle found the tip to be squared off, indicating that the tip of the formed needle was dull. Damages were observed on the bend of the formed needle and on the slide retract, indicating that the formed needle had been incorrectly installed into the slide retract. This incorrect installation resulted in the formed needle becoming unseated during needle mechanism deployment, which prevented the formed needle from retracting after deployment. The exposed needle and the dull formed needle tip both contributed to the reported pain during insertion.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod between 1 and 4 hours they had experienced pain at the pod infusion site. Upon removal of the pod from the infusion site it was discovered that the needle had not retracted upon initial activation and the cannula was found to be bent.